Event description:
It was reported the patient was implanted yesterday and the patient was currently groggy because the pump dose seemed to be ¿too much for the patient¿. The health care provider wanted the pump to be lowered to minimum rate until they could get the situation under control. The device system had been used to deliver morphine. It was later reported the pump was turned down to minimum rate. The patient had been ¿sneaking¿ pain meds and there was nothing wrong with the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient further reported that with the overdose of medication right after implant the patient was unresponsive. The patient noted the health care provider was giving the patient hydromorphone in the pump, dilaudid, sleeping pills, and valium.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).